Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the healing collar (hc343) would not thread into the implant. Another healing collar was used to complete the procedure.

Manufacturer narrative:
This report is being submitted to relay additional information. The following section is being submitted: b4: 30 oct 2019. B5: no new information to report. B4: expiration date: 15 sep 2023. UDI: ((B)(4). G4: 23 oct 2019. G7: follow up. H1: malfunction. H2: additional information, device evaluation. H3: yes. Evaluation summary attached. H4: 28 sep 2018. H6: method, results, conclusion code. H10: manufacturer narrative. The reported device was received for evaluation. Visual inspection of the as returned product identified minor signs of usage around the threads but no significant wear, damage, or deformation. Functional testing was performed for the returned product and found that the abutment merged as intended with compatible in-house testing implants. The reported condition of a healing collar that would not thread into the implant was not confirmed. A device history record (DHR) review for the reported device lot was performed. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported device lot for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No new information to report.